Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during (cbd) an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during sphincteroplasty, the balloon burst at 7 atm. The procedure was completed at this time. Though it was reported that the burst was traumatic to the patient, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.